Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the radio frequency trace. Investigation found damage to the radio frequency trace is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, patient burns and blisters were most likely caused by damage on the tip membrane along the radio frequency trace.

Manufacturer narrative:
The tip was returned and evaluated. The tip passed flow and thermistor testing, but failed the leak test. The tip also failed for visual inspection, for a dent and observation of dielectric breakdown. No functional testing could be performed due to dielectric breakdown being observed. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner reported that a patient received a burn post thermage facial treatment. Available photos were reviewed. Crusts and hyperpigmented lesions are scattered on patient's left side of the face. Additional medical information has been requested but not yet received.